Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), product type lead; product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) site was uncomfortable as of the date of the event, and the battery was depleted. The device was scheduled for a replacement (B)(6) 2012.

Event description:
Additional information received reported the device was replaced and disposed of on (B)(6), 2012. Pain at the implant site was also reported. It was stated that reprogramming was completed on (B)(6), 2012. The outcome was listed as resolved without sequelae. No further information was reported.

Manufacturer narrative:
(B)(4).